Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract correctly during use, remaining partially exposed. The following information was provided by the initial reporter: "I have a 24 gauge bd insyte auto guard needle that did not retract correctly. They were using this in the children¿s ER. The needle is still sticking out."

Manufacturer narrative:
H.6. Investigation summary: received a partially retracted 24ga iag needle assembly along with a needle cover. The unit was received inside an open package from lot 9128619. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual evaluation: no damage to the package received was observed, which indicated that the damage was unlikely to have occurred due to customer handling of the unit. Additionally, there were no damage to the seal of the package, which indicates that the damage was unlikely to have occurred during the sealing process. This leave loading as the most likely root cause of the damage. The needle was partially retracted with the white button fully depressed and a section of its tip was protruding out of the grip, which is expected with this kind of damage. Damage at the end of the safety barrel was observed. The damage (breakage) inhibited the hub from fully retracting. Conclusion: root cause manufacturing: damage on the barrel caused the ¿needle retraction failure¿ and based on the investigation the most likely source of this type of damage is loading during the packaging process.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract correctly during use, remaining partially exposed. The following information was provided by the initial reporter: "I have a 24 gauge bd insyte auto guard needle that did not retract correctly. They were using this in the children¿s ER. The needle is still sticking out."